Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon from the box was missing the string. Consumer did not use this tampon.

Manufacturer narrative:
H10: device evaluation: a review of the returned sample observed the tampon was missing the string which was likely due to manufacturing. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.